Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that her lead wire was replaced on (B)(6) 2015 because her right foot kept going to sleep. It was further reported on (B)(6) 2016 by the health care professional (hcp) that it was not clear when the patient first started experiencing the right foot falling asleep. The troubleshooting performed included an x-ray, which was normal, and placed four new programs. The cause was unclear and the patient now had new programs. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.